Event description:
Servo ventilator malfunctioned while in use on patient. Patient had desaturation event and no volumes were being displayed on the ventilator. Patient required bagging. A new circuit was placed on the ventilator but did not resolve the issue of it not displaying volumes. A new ventilator was obtained and patient was placed on new ventilator and volumes displayed properly. Ventilator was removed for testing. The circuit that was on the ventilator when the issue occurred was placed with it and placed into the biomedical department for testing.